Manufacturer narrative:
(B)(4). Date sent: 7/21/2021. Additional information was requested and the following was obtained: what was the specific surgical procedure? Tah/subtotal with bilateral salpingo-oopherectomy. What anatomical structure was bleeding? We assume the bleeding from the deep uterine vein. Was the bleeding identified intra-op or post-op? Post op. Procedure (B)(6), bleed started (B)(6). How was the bleeding addressed? Observation. How much blood was lost? 600ml ebl. What is the surgeon¿s experience with the device? ~2 months, ~20 procedures. Were there any difficulties using the device during the procedure? No concerns raised in the questionnaire for the device - ¿satisfied¿ responses throughout. Were there any generator alert screens? Responded ¿no¿ to ¿were there any specific generator-related alarms generated?¿ question within the generator questionnaire.

Manufacturer narrative:
(B)(4). Date sent: 7/14/2021. Batch #: u94u76. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what was the specific surgical procedure? What anatomical structure was bleeding? Was the bleeding identified intra-op or post-op? How was the bleeding addressed? How much blood was lost? What is the surgeon¿s experience with the device? Were there any difficulties using the device during the procedure? Were there any generator alert screens? Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during gynecological procedure, there was intra-abdominal hemorrhage. No blood products required. The outcome of the issue was recovered/resolved. No other details available.